Event description:
This ra lead was implanted on (B)(6) 2015, and remains implanted at this time. A clinical study report on 09/23/2016, stated that this lead was dislodged. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).